Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 11 mmol/l at the time of the call. The customer stated that the numbers were ramping up. The customer sent the product back for analysis.

Manufacturer narrative:
The insulin pump was received with corroded up arrow keypad trace. All of the buttons are functioning properly and no unresponsive buttons noted. No ramping numbers noted. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and missing the end cap sticker.